Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced intermittent red heart alarms, speed drops, and elevated pump power and low flows. Each time the alarms occurred, the patient was connected to the power module. The patient had a tear in the driveline, which was repaired with rescue tape. An x-ray of the area confirmed issues with the driveline. A percutaneous lead repair was completed by the manufacturer, however, the patient still had issues. The patient received a pump exchange on (B)(6) 2013.